Manufacturer narrative:
To date, the device involved in the reported incident has not been received for evaluation. An investigation has been initiated based upon the reported info.

Event description:
The reporter stated that during an endoscopic gastrocnemius release surgical procedure, the surgeon inserted the endoscope and observed that the opening at the end of the device where the tip of the camera sits was blocked. The surgeon could not view anything through the endoscope. The device was removed. Two small parts in the device were seen to loose, blocking the camera from seeing. The surgeon elected to extend the surgical wound and the procedure was completed without using an endoscope. Surgery time was prolonged by about five to ten minutes. There was no other adverse outcome for the pt reported to date.